Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low pump flows and an acute effusion. A clot was evacuated via pericardial window and the patient stabilized. The chest was opened to check for bleeding and a small puncture was found on the posterior left ventricle. A wire had perforated the ventricle in the area of the infarction. Pedgetted sutures were placed to control the bleeding. The chest tube was placed and the chest was closed. The patient was in stable condition.

Manufacturer narrative:
Corrected: d4 (serial & catalog). No product returned. No logs available. Low or blocked pump flow: the cause of the low flow issue was not determined due to no product returned and lack of clinical information. Thrombosis: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleeding: small puncture was found on the posterior lv, cannot say for sure it appeared that a wire went through the ventricle in the area of patient's infarction. Pledgetted sutures were placed and the bleeding was controlled. The cause of bleeding issue was not determined due to no product returned and lack of clinical information. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Clinical assessment: a 55-year-old male patient was admitted acutely decompensated chronic heart failure cardiogenic shock and was first put on veno-venous extracorporeal life support (vv-ecls) and respiratory support with a left ventricular ejection fraction of 35 mmhg. Additionally, impella cp was inserted for left ventricular unloading and was further upgraded to impella 5.5. The placement went well without complications. Post placement, the patient started to become unstable and impella and ecls flows dropped. Trans thoracal echocardiography (tee) showed an acute effusion. So, the surgeon elected to attempt a pericardial window. Clot was evacuated and the patient stabilized. After some time, the decision to open his chest to check for any source of bleeding. Once opened a small puncture was found on the posterior lv. Although we cannot say for sure it appeared, that a wire went through the ventricle in the area of his infarction. Pledgeted sutures were placed and the bleeding was controlled. Chest tube was aced, and the chest was closed. At the end of the case the patient was stable and sent to the ICU. The patient survived and after 10 days of impella 5.5 support another implant was done. Both complaints are the some (duplicate) and about the required surgical procedure for the cardiac perforation, which was observed after the impella 5.5 placement. The earlier impella cp was used in the first step, but no complaint or adverse events were filed for that device. Impella 5.5 is coded for hemodynamic instability, embolism, pericardial effusion and major bleed, all potentially caused by cardiac perforation. It could not be ruled out that the cardiac perforation happened while wiring for the placement of the impella 5.5. Form updates: h6 health effect - clinical codes added: hemodynamic instability (e2343), embolism/embolus (e0503), cardiac perforation (e0604). H6 health effect - clinical codes removed: thrombosis/thrombus (e0514).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Low or blocked pump flow: the cause of the low flow issue was not determined due to no product returned and lack of clinical information. Thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleeding: small puncture was found on the posterior left ventricle (lv), cannot say for sure it appeared that a wire went through the ventricle in the area of patient's infarction. Pledgetted sutures were placed and the bleeding was controlled. The cause of bleeding issue was not determined due to no product returned and lack of clinical information. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Device history review the complaint pump passed all post sterile inspection checks.